Event description:
It was reported following a cardiac catheterization and iliac angiogram, an angio-seal device was successfully deployed to seal the arteriotomy site. While recovering in their room, the patient reportedly felt a "pop" in the groin area and began to ooze blood from the access site. Manual pressure was applied. The patient became hypotensive, however, was stabilized. Several hours later, the site began to ooze blood again. The patient underwent surgery, where a hematoma was evacuated and the artery repaired. The arteriotomy was noted to be on the lateral wall and only half of the angio-seal device anchor was in the artery. Review of the pre-deployment angiogram revealed the arteriotomy site to be high. The patient was reportedly recovering.